Manufacturer narrative:
A review of the MDR and/or additional information received indicates that there is no information that reasonably suggest that the device in the report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rubber piece on the recharger rtm (the part closest to the paddle) split and is frayed and the recharger won't make a connection to ins. The patient reported that they have been "suffering for days" because the recharger cord is broken and they can¿t charge the ins, therefore they are ¿not getting therapy benefits¿. It was reported there was difficulty charging the ins. The patient reported that they received the replacement recharger and it worked one time and then started backed again. The patient reported that the controller indicated a ¿no device found¿ message while charging, then unable to locate device. The controller shows the passive recharge al feature then continue to cycle through the same screens. The patient reported that they were able to finally charge and was able to get the ins to charge to 70% and it will continue to cycle. The patient reported that the controller had ¿no device found (screen 16)¿, ¿poor recharge quality (screen 76)¿ and ¿unable to recharge (screen 74)¿ error messages.